Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was inserted without issues. However, difficulties visualizing the clip occurred. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip opened from 20 degrees to roughly 40 degrees. It was noted that clip remained stable on the leaflets. No additional clips were implanted. The mr was reduced to grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported cowl, difficult imaging, and recurrent mr were unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xt was inserted without issues. However, difficulties visualizing the clip occurred. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip opened from 20 degrees to roughly 40 degrees. It was noted that clip remained stable on the leaflets. No additional clips were implanted. The mr was reduced to grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, additional information was received: on december 3, 2024, an additional mitraclip procedure was performed to treat recurrent mr with a grade of 4+. A mitraclip nt was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported cowl and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.